Event description:
It was reported that during unpacking of the subject device, the proximal end of the delivery wire broke. There was no patient involment.

Event description:
It was reported that during unpacking of the subject device, the proximal end of the delivery wire broke. There was no patient involvement.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications upon its release. Upon receipt of the coil it was noted that the delivery wire was bent 170 cm from the distal end. The proximal contact was not attached to the delivery nor was it returned. No further anomalies were noted. Additional information was requested from the user facility. From the responses received, it was determined that it was in fact the proximal contact of the wire that broke, not the distal end that was originally reported. The broken proximal contact observed during analysis is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure. Based on the investigation and the information provided, it is most likely that handling of the device is the cause of the reported proximal contact break. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.